Event description:
Caller reported an occlusion alarm, which caused the customer's blood glucose level to exceed 500 mg/dl, displayed as "high" on the cgm. The customer did not require assistance from a third party and addressed the high blood glucose by performing a correction injection using mdi. Subsequently, the customer changed the infusion set and cartridge and resumed insulin delivery.